Manufacturer narrative:
Reported complaint was noted during routine installation testing, prior to patient use.

Event description:
During routine installation testing of an aespire anesthesia machine, a ge healthcare service representative noted that the flow of oxygen was lower than specification in proportion to the flow of nitrous oxide. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.